Event description:
The suspect device will not read the test strip code key correctly. The code coming up on the device display doesn't match. The device was replaced and requested to be returned for evaluation.